Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Wrinkling: creases were observed. Additional observations: brown particles observed on the surface of the shell and inner the gel. Wear abrasion observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported right side rupture, capsular contracture baker grade unknown, seroma-late, and wrinkling. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma-late, wrinkling.

Event description:
Patient reported right side rupture, capsular contracture baker grade unknown, seroma-late, and wrinkling. Device has been explanted and replaced.